Event description:
The reporter stated that the female luer lock is connected to a manifold. After disconnecting and reconnecting the line, cracks in the female luer lock occurred and start to leak. No pt injury or treatment associated with this event.